Manufacturer narrative:
The reported event was confirmed as cause unknown. Per the visual evaluation, no visual defects were observed along the catheter. According to the functional evaluation, the balloon was inflated with 15cc of air using a syringe, and it was deflated. The catheter balloon was then inflated with 10ml of a mix of tap water and blue methylene using a syringe, and it was deflated due to a balloon pinhole. Per dimensional evaluation, the catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to deflate the balloon during a pretest. Upon sample evaluation, leakage was observed on the balloon due to a pinhole.